Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00217 information received from a sales representative indicated that a patient experienced restenosis and a stent fracture with separation after having coronary artery stents implanted. The patient's medical history and indication for the procedure are unknown. The target lesion was the mid and distal right coronary artery (rca). The lesion was described as tortuous and calcified. A 3.50mm x 28mm cypher rx stent was implanted in the mid rca and a 3.50mm x 23mm cypher rx stent was implanted in the distal rca. The stents were both deployed at 16 atms and post-dilated with a voyager balloon. The stents were not overlapping. Approximately two years and four months post implant, the patient presented to the emergency room with chest pain. Angiography was performed and revealed a new lesion between the previously implanted stents. The physician noticed that the mid rca stent (3.5 x 28mm) had fractured at a rv branch and was separated by about 3-4mm. A new cypher (cxs23350) stent was placed between the two previously placed cypher stents. There was no restenosis at the site of the fracture and no treatment was provided. The site indicated that the area of the stent implant was not overly dynamic in movement. The sterile lot numbers for the devices is unknown therefore a device history report review could not be conducted. Without the procedural films available for review the reported complaint of stent fracture or restenosis could not be confirmed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. With the limited information provided it is not possible to determine an exact cause for the reported events but vessel/lesion characteristics may have been a contributing factor. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Event description:
As reported by the sales rep, back on (B) (6) 2007 the female patient received two cypher stents in the mid to distal right coronary artery. The stents were deployed at 16atm and were postdilated with a voyager balloon. The lesion was tortuous and calcified. The implanted stents were not overlapping. Approximately two years and four months post index procedure, the patient was presented to the ER with chest pain. An angiogram showed a new lesion between the two previously placed stents. A new cypher stent was placed between the two previously placed cypher stents. The physician noticed that the mid rca stent (3.5 x 28mm) had fractured at a rv branch and was separated by about 3-4mm. The stented area was not in a location where the vessel was intramyocardial. No myocardial bridging was noted. Addendum (06/14/2010): the restenosis was reported within 5mm of both implanted cypher stents.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2010-00217 the product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.